Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was returned for analysis. Evaluation determined that the v-setscrew had been stripped by the user, preventing it from being untightened. The stripped setscrew was attributable to incorrect wrench insertion into the setscrew during handling. Correction: section g2 - report source: distributor should be selected instead of empty.

Manufacturer narrative:
Correction: section g3 - date received by manufacturer should be 29 oct 2025 instead of 30 oct 2025.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the rv lead had dislodged. The physician planned to reposition the lead. During the procedure, the rv lead could not be disconnected from the pacemaker. The physician decided to replace the whole system. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout.